Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: corroded c-cover and b30 error.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor column connection, b30 error and no image are due to component failure. The cause of burned c-cover could not be established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The customer reported connection error with the column during inspection for use with an olympus gastrointestinal videoscope. There was no report of patient injury.